Event description:
On (B)(6) 2021, this patient underwent an endovascular treatment using gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm. During the procedure, type ii endoleak was confirmed. No specific treatment was reported. The patient tolerated the procedure. On an unknown date in (B)(6) 2023, during follow up visit, enlargement of aneurysm diameter was observed. On an unknown date in 2023, the enlargement trend was confirmed thereafter. Since the patient's renal function wasn¿t good, a contrast-enhanced CT scan could not be performed. It was decided to determine additional treatment during intraoperative imaging on (B)(6) 2023. On (B)(6) 2023, it was reported that the aneurysm diameter had enlarged to around 70 mm. During reintervention, angiography confirmed that the enlarged aneurysm was caused by type ii endoleak. Blood flow from the right iliolumbar artery was confirmed. Multiple attempts were made to treat the endoleak during the reintervention, but it was unsuccessful. It was determined to perform embolization at a later date. The physician stated as follows: it was a type ii endoleak. The proximal side was sealed, and there were no problems with the distal side.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.